Manufacturer narrative:
(B)(4).

Event description:
It was reported by recipient's family on (B)(6) 2019, the recipient had an infection under her coil and magnet after there was black mold in their house. The recipient's family wanted to know about warranty and replacement.